Event description:
Device 4 of 4. Reference MFR reports: 1627487-2013-03647, 1627487-2013-03648, and 1627487-2013-03649. The patient has 2 model 3166 scs leads and 2 model 3149 scs leads, all have different lot numbers. It is unk which scs lead is related to this issue; therefore, all are being reported. The patient reported she is experiencing pain and tenderness at her scs lead site. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.